Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two unspecified smooth gel breast implants experienced blurred vision, fatigue and brain fog post procedure. Patient was diagnosed with hodgkin's lymphoma around the end of 2002 and beginning of 2003, which was treated with chemotherapy and radiation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).